Event description:
Customer reported unexpected negative reactions with the 4_cell screen assay on a patient sample. The sample was repeated using 3 cell screen by the tube method (pre-warmed) and positive reactions for anti-e were observed.

Manufacturer narrative:
The presence of the e antigen was confirmed on retention capture-r ready-screen (4), lot k130. 4_cell testing was performed on an in-house galileo with retention capture-r ready-screen (4), lot k130 and capture-r indicator red cells, using in-house donor samples and the customer's pt sample. In-house donor samples and customer sample were negative in all testing. Hemagglutination tube testing was performed with customer's patient sample using panoscreen I, ii, and iii, and immuadd as a potentiator. The sample was negative with all cells macroscopically, and exhibited very weak (+w) microscopic reactivity with cell ii.